Manufacturer narrative:
The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. D1: corrected. D4: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
It was reported that a patient, initial right knee implanted on (B)(6) 2013, underwent a revision procedure on (B)(6) 2024, approximately 10 years 2 months post the initial procedure. The 15mm cc poly was exchanged for an 18mm poly. There were no surgical delays or device breakages during the procedure. No x-rays were able to be obtained. The patient was last known to be in stable condition following the event. No device returns for analysis available as it is against the hospital policy. No device images were available. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.